Event description:
Pt admitted to hospital 12/9/91 for small bowel obstruction. Exploratory laparotomy 12/13/91. At surgery, obstruciton was found at mid-ileum level from intraluminal angelchick prosthesis that migrated and eroded into the stomach. (Past history of hital hernia repairs. Device apparently placed at another hospital in 1985.) Unable to positively identify manufacturerinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: other. Results of evaluation: none or unknown. Conclusion: device failed during assembly, other, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: invalid data. The device was not destroyed/disposed of.